Event description:
After patient was prepared and draped, microscope was brought into position. Physician noted foot pedal was not functioning. Staff checked connection between foot pedal and microscope, which was patent; however, microscope foot pedal did not work. Replaced with another microscope, which also did not work.